Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305916. Batch# 2287687. It was reported by customer that I was doing routine grade 9 vaccinations on a student. The prefilled boostrix syringes do not have a luer lock tip. I had just opened a new box of needles (lot # 2287687). I attached the tip and prepared the student for vaccinating. After I stuck the patient with the needle, when I depressed the end of the syringe the needle popped off spraying vaccine. Wondering if the needle was blocked, excess silicone due to history of same. No images, issue not visible. Reporting for tracking and trending purposes. Impact of incident: the student required a second needle to get adequate protection for dtap due to the ineffective dose. Who was affected? Patient verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2023-11-14. Site name/location: (B)(6). Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: I was doing routine grade 9 vaccinations on a student. The prefilled boostrix syringes do not have a luer lock tip. I had just opened a new box of needles (lot # 2287687). I attached the tip and prepared the student for vaccinating. After I stuck the patient with the needle, when I depressed the end of the syringe the needle popped off spraying vaccine. Wondering if the needle was blocked, excess silicone due to history of same. No images, issue not visible. Reporting for tracking and trending purposes. Impact of incident: the student required a second needle to get adequate protection for dtap due to the ineffective dose. Who was affected? Patient. Device information. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916 serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier: medline canada corporation. Supplier catalogue number: 308-305916. Was the device retained? No.

Manufacturer narrative:
(B)(6) follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.